Event description:
Agent ide clinical study. It was reported that in-stent restenosis (isr) and stent recoil occurred, and the patient experienced angina. In (B)(6) 2019, prior to the index procedure, proximal right coronary artery (rca) and distal rca were treated using 3.5 mm x 16 mm synergy drug-eluting stent and 3.0 mm x 16 mm synergy drug eluting stent, respectively. In (B)(6) 2021, chronic total occlusion at rca was noted and the same was treated using 3.0 x 12 mm non- boston scientific (bsc) stent and mid rca was treated with 2.5 x 38 mm non-bsc stent. In (B)(6) 2022, prior to the index procedure, plain old balloon angioplasty was performed to treat the isr of rca. In (B)(6) 2022, subject presented with unstable angina and the index procedure was performed on the same day. Heparin or antithrombotic medication were administered and the subject was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 81 mg of aspirin was given prior to the procedure. The target lesion #1 was located at the proximal rca and was 14 mm long with a reference vessel diameter of 4.0 mm. Cardiac catheterization revealed 90% in-stent restenosis at proximal rca lesion. The target lesion was predilated with 4.0 mm x 15 mm balloon with 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with 4.0 mm x 12 mm nc emerge balloon, successfully with 10% residual stenosis and timi flow 3. One day post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject presented to emergency department complaining of chest pain which had continued since discharge post index procedure. On the same day, the subject was diagnosed with angina and hospitalized for further evaluation and treatment. At the time of the event, the subject was on dual antiplatelet therapy, which was continued. Electrocardiogram (ECG) revealed normal sinus rhythm with possible left atrial enlargement and anterior infarct. Diagnostic catheterization and lab test were performed as diagnostics for the event. On the following day, intravenous ultrasound demonstrated neo intimal hyperplasia and recoil of the stent at rca which was previously treated with 3 mm x 16 mm and 3.5 mm x 16 mm synergy drug eluting stents. The diagnostic coronary angiography revealed 70% isr noted at the proximal rca. The isr was pre-dilated using 4.0 mm x 30 mm nc emerge balloon and 4.0 mm x 20 mm nc emerge balloon. Following pre-dilation, the lesion was treated successfully using 4.0 mm x 30 mm agent drug coated balloon (crossover event-target lesion revascularization). Post revascularization 10% residual stenosis with timi flow 3 was noted. The rationale for revascularization was angina and new ECG changes. Two days after hospitalization, ECG revealed sinus bradycardia with premature atrial complexes, abnormal r wave progression and non-specific st abnormality. The event was considered recovered/resolved and subject was discharged on aspirin and clopidogrel.

Event description:
Agent ide clinical study. It was reported that in-stent restenosis (isr) and stent recoil occurred, and the patient experienced angina. In october 2019, prior to the index procedure, proximal right coronary artery (rca) and distal rca were treated using 3.5 mm x 16 mm synergy drug-eluting stent and 3.0 mm x 16 mm synergy drug eluting stent, respectively. In april 2021, chronic total occlusion at rca was noted and the same was treated using 3.0 x 12 mm non- boston scientific (bsc) stent and mid rca was treated with 2.5 x 38 mm non-bsc stent. In february 2022, prior to the index procedure, plain old balloon angioplasty was performed to treat the isr of rca. In july 2022, subject presented with unstable angina and the index procedure was performed on the same day. Heparin or antithrombotic medication were administered and the subject was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 81 mg of aspirin was given prior to the procedure. The target lesion #1 was located at the proximal rca and was 14 mm long with a reference vessel diameter of 4.0 mm. Cardiac catheterization revealed 90% in-stent restenosis at proximal rca lesion. The target lesion was predilated with 4.0 mm x 15 mm balloon with 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with 4.0 mm x 12 mm nc emerge balloon, successfully with 10% residual stenosis and timi flow 3. One day post procedure, the subject was discharged on aspirin and clopidogrel. In august 2022, the subject presented to emergency department complaining of chest pain which had continued since discharge post index procedure. On the same day, the subject was diagnosed with angina and hospitalized for further evaluation and treatment. At the time of the event, the subject was on dual antiplatelet therapy, which was continued. Electrocardiogram (ECG) revealed normal sinus rhythm with possible left atrial enlargement and anterior infarct. Diagnostic catheterization and lab test were performed as diagnostics for the event. On the following day, intravenous ultrasound demonstrated neo intimal hyperplasia and recoil of the stent at rca which was previously treated with 3 mm x 16 mm and 3.5 mm x 16 mm synergy drug eluting stents. The diagnostic coronary angiography revealed 70% isr noted at the proximal rca. The isr was pre-dilated using 4.0 mm x 30 mm nc emerge balloon and 4.0 mm x 20 mm nc emerge balloon. Following pre-dilation, the lesion was treated successfully using 4.0 mm x 30 mm agent drug coated balloon (crossover event-target lesion revascularization). Post revascularization 10% residual stenosis with timi flow 3 was noted. The rationale for revascularization was angina and new ECG changes. Two days after hospitalization, ECG revealed sinus bradycardia with premature atrial complexes, abnormal r wave progression and non-specific st abnormality. The event was considered recovered/resolved and subject was discharged on aspirin and clopidogrel.